Event description:
As reported via legal documentation the patient had a bilateral knee replacement on (B)(6) 2011. Approximately 11 years and 7 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence or report to suggest that the event is related to failure of the device to meet specifications, devices are inspected before released for distribution. Device information was not provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.